Event description:
This pt was revised due to loosening of the tibial component at the bone cement interface. The dr thought there was possibly something wrong with the locking mechanism of the insert and the tibial tray.